Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Carlo, m. D., borelli, g., gistri, r., ciabatti, n., mazzoni, a., arena, m., & petronio, a. S. (2009). Effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes. Catheterization and cardiovascular interventions, 74 (3), 408-415. Doi:10.1002/ccd.22008 (B)(4). As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 3 cases of arteriovenous fistula in the femoral group after a transfemoral approach was performed with traditional technique using an 11-cm long 6f cordis sheath. The sheath was removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis or procedural films, the reported event ¿arteriovenous fistula¿ could not be confirmed. An arteriovenous (av) fistula is an abnormal connection between an artery and a vein. Blood flows directly from an artery into a vein, bypassing some capillaries. When this happens, tissues below the bypassed capillaries receive a diminished blood supply. Common procedural complications are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Although a conclusive root cause may not be determined, contributing factors may include procedural, patient history, lesion and adjunctive pharmacology variables. Given the limited information available for review at this time, and without a lot number to conduct a device history record (DHR) review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the devices. Therefore, no preventative or corrective actions will be taken.

Event description:
As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 3 cases of arterovenous fistula in the femoral group after a transfemoral approach (tfa) was performed with traditional technique using an 11-cm long 6f cordis sheath. The standard procedure for the tfa in this study was for the sheath to be removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used.